Event description:
Bird vip infant ventilator was said to have stopped cycling three (3) times within one (1) hr. Pt was bagged each time while vent was inspected. Following the last cycle that was missed, the nurse heard vent "bluring" in background. The nurse stated the vent was alarming "no flow" and was not cycling. The nurses who were bagging the pt had turned off the vent after the last missed cycle and when another nurse came and turned the unit back on, she stated the vent would not cycle for her. The ventilator was changed out with a bird vip gold ventilator. The age, weight and date of birth are estimated.